Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown .unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false outcomes. User did not provide specific product information or pictures; therefore, no additional investigation can be performed as the device lot number was not available .

Event description:
Customer feedback: two false positives, tested our kit 5/21 positive, follow up pcr sample collected 5/21, negative reported 5/23. No lot numbers provided, box thrown out .